Manufacturer narrative:
One used endotracheal tube was returned for product inspection. Visual inspection observed no signs of kinks or other defects in the returned sample. A walk-through of the manufacturing floor and a process review was performed by the quality engineer to review device form/curve, processes and packaging operations. No discrepancies were found; it was confirmed that manufacturing procedures were being followed as intended. Inspection of the device and the manufacturing processes exposed no evidence to suggest the reported event was device caused.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the tube was in use with patient for 12 hours when the tube was found kinked. The patient displayed respiratory distress and required immediate sedation and re-intubation. No further adverse effects to patient reported.